Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the device was falling out of focus. A visual inspection was performed and showed the camera coupler leaked. The point of entry for the moisture is on the proximal window brazing joint. The window also has fractures in the sapphire. A supplier corrective and preventative action was opened to address the leaking failure. A process change was completed. This serial number (B)(4) was manufactured before the change. Smith and nephew will continue to monitor this failure.

Event description:
It was reported that the device was falling out of focus due to the coupler is loose. No patient injury was reported. A significant delay was reported. It is unknown if there was a back up device was available.